Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 5566082. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the patient underwent bilateral removal and replacement with mentor memorygel breast implants 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7645061 (r) and unknown serial/lot number on the left side. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, it was discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).